Manufacturer narrative:
Despite repeated attempts to retrieve the complaint device, it has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although a probable root cause is the surgeon reportedly hit the humeral head with the device, which resulted in the jaw breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received at some point in time in the future, this file will be reopened at that time and an evaluation will be performed and documented.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The sales rep reported that when the surgeon was inserting the expressew iii without hook into the patient's subacromial space, the surgeon hit the humeral head breaking off the bottom jaw. The sales rep reported that the bottom jaw broke off where it attaches to the shaft and that the top jaw was also broken at its hinge but this was still attached. The broken jaw was retrieved and no pieces were left in the patient. No x-rays were needed. The surgeon completed the procedure with another like device with no patient consequences or delays.